Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2014; inratio: 1.2; lab: 2.4. Venous puncture taken less than 5 minutes after the inratio test. No medical intervention on behalf of patient based on inratio results.